Event description:
Customer reported the cine function is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface pcb. System operates as intended. This MDR is related to ge healthcare.